Event description:
During procedure, patient needed a stent to their inferior mesenteric artery. While trying to place a stent, the stent came off the balloon catheter and had to be retrieved with a snare. Retrieval of stent was successful and stent was removed from the body successfully.